Event description:
Reporter alleged blood glucose monitoring device was reading high (in the 500's mg/dl. It was reported about 2-3 wks ago, meter had a low reading, value not provided, and took 7 units of insulin and went to dinner immediately afterwards. Reporter stated passed out at the dinner table and emgergency medical techs (emts) were called within thirty mins. Emt meter value was not provided however it was reported customer was treated with an IV and transported to the hosp where more insulin and food were administered. A request was made for the suspect device and replacement product was sent.